Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. The two xience v stents (part/lot# unknown) mentioned are being filed under separate manufacturer numbers.

Event description:
Device issue: failure to cross. Time of device issue: during the procedure. Adverse event: required surgical intervention. It was reported that after treating a heavily calcified, long lesion in the left anterior descending (lad) with a rotablator bur 1.5, a voyager was used for pre-dilatation. Two xience stents were placed, one in the mid lad and the other in the proximal lad. The stents were post-dilated with the balloon in the middle of the two xience stents. Angiography identified dye entering from the middle of the two xience stents. During an attempt to place a graftmaster to cover the perforation, the graftmaster could not be advanced through the stents. The patient was taken to surgery to have the perforation repaired. The chest was opened 18 minutes after observing the perforation. No additional information was provided.